Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ coils insert in the uterine cornua') in an adult female patient who had essure (batch no. 626456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, breast cancer stage I and ovarian dysfunction (dysfunction of left ovary - perforation). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), uterine haemorrhage ("abnormal uterine bleeding"), iron deficiency anaemia ("anemia"), anxiety ("anxiety"), autoimmune disorder ("autoimmune like symptoms"), nervous system disorder ("neuromuscular problem"), arthropathy ("hip and knee issue"), gastrointestinal disorder ("colon issue"), back disorder ("low back issue") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic hysterectomy, total abdominal bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, uterine haemorrhage, anxiety, autoimmune disorder, nervous system disorder, arthropathy, gastrointestinal disorder, back disorder and mood swings outcome was unknown. The reporter considered allergy to metals, anxiety, arthropathy, autoimmune disorder, back disorder, gastrointestinal disorder, iron deficiency anaemia, mood swings, nervous system disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: patient with abnormal uterine bleeding complicated by anemia and pelvic pain after essure placement. Also with a history of breast cancer and desired risk reduction surgery with removal of both ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2018: a 11 weeks¿ gestation size uterus on bimanual exam; normal appearing ovaries and tubes bilaterally. Normal external genitalia. Grossly normal appearing liver and gallbladder. Description of procedure: the patient was taken to the operating room. Specimen was inspected and bilateral essure coils were identified inside fallopian tubes. The patient tolerated the procedure well. The patient was awakened and was taken to recovery room in stable condition. Pathology test - on (B)(6) 2018: clinical history abnormal uterine bleeding. Final pathologic diagnosis: cervix, uterus, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: ectocervix, negative for dysplasia; endocervix with benign endocervical polyp, negative for dysplasia and malignancy: secretory endometrium, negative for hyperplasia, atypia, and malignancy; myometrium with benign leiomyomata; right ovary with no significant pathologic changes; left ovary with multiple benign functional cysts; bilateral fimbriated fallopian tubes with no significant pathologic changes. Gross description: the specimen is received in formalin labeled with patient's name, medical record number, and "cervix, uterus, bilateral fallopian tube& and ovaries". It consists of a 390 g uterus with attached cervix and bilateral adnexa, the uterine body is slightly distorted and 10,5 cm fundus to cervix by 9.4 cm cornua to cornua by 5.5 cm anterior to posterior. The serosal surface is tan-pink and ranges from smooth to nodular. The cervix is 5 cm in length by 3.5 cm diameter with a 1.2 cm in diameter slit like os. The exocervix is tan pink, smooth glistening and unremarkable. The endocervical mucosa is tan pink, striated and has a 1.4 x 0.5 x 0.2 cm tan-pink polyp which appears superficial to the mucosa. The squamocolumnar junction is well-defined. The endometrial cavity is 5.0 by a 4.9 x 0.2 cm. The lining is congested red-pink, velvety. The cavity is slightly distorted secondary to multiple submucosal and intramural tan whirled rubbery nodules up to 5 cm in greatest dimension. The remaining myometrium is tan-pink mildly trabeculated. No other lesions are identified. Within the ovarian ligament of the right adnexa there is marked hemorrhage. The right ovary is 3.1 g, and 2.5 x 1.5 x 0.9 cm. The surface epithelium is tan-pink, lobulated. The stroma contains one fluid filled cyst up to 0.6 cm in greatest dimension and has multiple corpora albicantia. The attached fallopian tube is 12.5 cm in length by 0.4 cm in diameter and is surfaced by multiple cystic papillations. Within the lumen there is a 2.4 cm in length metallic hardware structure (consistent with essure coil). The coil inserts into the cornua. The left ovary is 16 g, 4.3 x 2.3 x 2.2 cm the ovary contains multiple smooth lined fluid filled cysts up to 2 cm in diameter and is otherwise unremarkable. The fallopian tube is 9 cm in length and up to 0.6 cm in diameter with occasional surfacing cystic papillations area within the lumen there is a 3.2 cm in length oil silver metallic hardware structure (consistent with essure coil) which inserts into the cornua. No lesions are identified. The essure coils are removed and will be placed in a separate container and saved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ coils insert in the uterine cornua') in an adult female patient who had essure (batch no: 626456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, breast cancer stage I and ovarian dysfunction (dysfunction of left ovary - perforation). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), uterine haemorrhage ("abnormal uterine bleeding"), iron deficiency anaemia ("anemia"), anxiety ("anxiety"), autoimmune disorder ("autoimmune like symptoms"), nervous system disorder ("neuromuscular problem"), arthropathy ("hip and knee issue"), gastrointestinal disorder ("colon issue"), back disorder ("low back issue") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic hysterectomy, total abdominal bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, uterine haemorrhage, anxiety, autoimmune disorder, nervous system disorder, arthropathy, gastrointestinal disorder, back disorder and mood swings outcome was unknown. The reporter considered allergy to metals, anxiety, arthropathy, autoimmune disorder, back disorder, gastrointestinal disorder, iron deficiency anaemia, mood swings, nervous system disorder, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: patient with abnormal uterine bleeding complicated by anemia and pelvic pain after essure placement. Also with a history of breast cancer and desired risk reduction surgery with removal of both ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy: on (B)(6) 2018: 1. A 11 weeks¿ gestation size uterus on bimanual exam; 2. Normal appearing ovaries and tubes bilaterally. 3. Normal external genitalia. 4. Grossly normal appearing liver and gallbladder. Description of procedure: the patient was taken to the operating room. Specimen was inspected and bilateral essure coils were identified inside fallopian tubes. The patient tolerated the procedure well. The patient was awakened and was taken to recovery room in stable condition. Pathology test: on (B)(6) 2018: clinical history abnormal uterine bleeding. Final pathologic diagnosis: 1. Cervix, uterus, bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: ectocervix, negative for dysplasia; endocervix with benign endocervical polyp, negative for dysplasia and malignancy: secretory endometrium, negative for hyperplasia, atypia, and malignancy; myometrium with benign leiomyomata; right ovary with no significant pathologic changes; left ovary with multiple benign functional cysts; bilateral fimbriated fallopian tubes with no significant pathologic changes. Gross description: the specimen is received in formalin labeled with patient's name, medical record number, and "cervix, uterus, bilateral fallopian tube& and ovaries". It consists of a 390 g uterus with attached cervix and bilateral adnexa, the uterine body is slightly distorted and 10,5 cm fundus to cervix by 9.4 cm cornua to cornua by 5.5 cm anterior to posterior. The serosal surface is tan-pink and ranges from smooth to nodular. The cervix is 5 cm in length by 3.5 cm diameter with a 1.2 cm in diameter slit like os. The exocervix is tan pink, smooth glistening and unremarkable. The endocervical mucosa is tan pink, striated and has a 1.4 x 0.5 x 0.2 cm tan-pink polyp which appears superficial to the mucosa. The squamocolumnar junction is well-defined. The endometrial cavity is 5.0 by a 4.9 x 0.2 cm. The lining is congested red-pink, velvety. The cavity is slightly distorted secondary to multiple submucosal and intramural tan whirled rubbery nodules up to 5 cm in greatest dimension. The remaining myometrium is tan-pink mildly trabeculated. No other lesions are identified. Within the ovarian ligament of the right adnexa there is marked hemorrhage. The right ovary is 3.1 g, and 2.5 x 1.5 x 0.9 cm. The surface epithelium is tan-pink, lobulated. The stroma contains one fluid filled cyst up to 0.6 cm in greatest dimension and has multiple corpora albicantia. The attached fallopian tube is 12.5 cm in length by 0.4 cm in diameter and is surfaced by multiple cystic papillations. Within the lumen there is a 2.4 cm in length metallic hardware structure (consistent with essure coil). The coil inserts into the cornua. The left ovary is 16 g, 4.3 x 2.3 x 2.2 cm the ovary contains multiple smooth lined fluid filled cysts up to 2 cm in diameter and is otherwise unremarkable. The fallopian tube is 9 cm in length and up to 0.6 cm in diameter with occasional surfacing cystic papillations area within the lumen there is a 3.2 cm in length oil silver metallic hardware structure (consistent with essure coil) which inserts into the cornua. No lesions are identified. The essure coils are removed and will be placed in a separate container and saved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.